Event description:
(B)(4). Initial info for this spontaneous case was received from a physician via a company representative on (B)(6) 2007 with follow-up on (B)(6) 2007: a female pt initiated therapy with injectable poly-l-lactic acid (sculptra) twelve weeks ago. Lot number and expiration date were not provided. The pt has since developed a nodule. No further relevant info was reported. Additional info for poly-l-lactic acid from product technical complaint report case ID (B)(4) dated (B)(6) 2007, received by (B)(6) on (B)(6) 2007: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marked in the USA. The review of the device history reports and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.